Event description:
An endurant stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented for follow up, upon which it was noted that the left iliac limb migrated and there was loss distal seal between the endurant stent graft and the vessel. There was enlargement of the left common iliac artery (cia) diameter resulting in an aneurysm. The physician elected to coil the internal iliac artery and then implanted additional endurant stent graft limbs that extended coverage to the external iliac artery from the endurant stent graft bifurcate. Per the physician, the cause of the event is related to the patient¿s anatomy; disease progression of left iliac arteries resulting in a left cia aneurysm. No additional clinical sequelae were reported and the patient is fine.